Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There were multiple proximate causes related to this event. The air in line assembly was confirmed with a cracked housing as a result of customer damage. The software issue was confirmed. Service completed bezel post recall. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The customer returned the device for pm/calibration. Repair was completed through the service repair process for damage that was found during investigation. The proximate cause for the damaged air in line sensor assembly is cracked housing as a result of customer damage. Lvp bezel post recall service was completed. No repairs needed for software.

Event description:
The device was found to have damaged components.